Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise on the rate/sense channel, which, was oversensed. The oversensing resulted in pacing inhibition with three seconds of asystole. It was reported that the noise was unable to be recreated during an in-clinic follow up. Sensitivity programming changes were made and tachycardia therapy was programmed off in the device. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.